Manufacturer narrative:
The device for this file was rec'd on 10/20/97, however because examination an neither confirm nor disprove the report of infection, as previously stated, qa did not perform a microscopic examination and accepts the physician's observations of infection. Please see add'l info provided in sections d-6,7,8,9,f-9,h-4. Please see correction in section h-6.

Event description:
Per the info provided to co by the physician's office, the device was removed due to "infection." As reported to co, the entire device was removed and replaced.